Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2013, the propeller shaft blocked the reamer. The surgeon stated that a 520mm reamer/irrigator/ aspirator (ria) hose system was used, which came to the operating table with a 15mm reamer. When the propeller shaft of the hose system was installed, it blocked the reamer and prevented it from rotating freely, with an unusual noise being heard. It was also reported; the surgeon stated that he abstained from using the system this way for fear of its becoming blocked inside the patient. The surgeon reviewed the system several times, disassembling it and reviewing the parts with nothing abnormal being observed at first sight. The reamer assembly was reviewed and found correct. All the parts were assembled again but the problem persisted. The specialist refused to use the system this way and authorized another hose system, this time the 360mm one, and a new 15 mm reamer, because the old one was damaged when tried to remove it. The whole system was assembled again. No further information is available at this time. This is 2 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 3 for (B)(4).